Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device to be within the manufacturer's specifications. Based on the investigation, the accuracy test below specification complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's test results for accuracy were below specification.